Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was short and had a bent cannula after removing from the insertion site. Customer's blood glucose value was 167mg/dl. The sensor will not be returned for analysis,

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.